Event description:
Patient's wife caregiver came to clinic reporting blood glucometer machine is reading higher than normal. Patient's current blood glucose machine is a novamax plus (item #b142224282xp). Machine was tested in clinic with control solution which showed higher than the normal range for test solution. Test solution range was 82-127 and machine read 129. Machine was confiscated from patient and new machine was proposed to provider to retrieve new machine.